Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
The device evaluation identified a reportable malfunction, cracked or broken adapter bracket, unrelated to the complaint of underdelivery.